Manufacturer narrative:
H3, h6: it was reported that right hip revision surgery was performed. Pseudotumor and necrosis were observed intraoperatively. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the historical complaints data for the metal liner was performed using batch number, part number and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the metal liner, however, as the device is no longer sold, no action is to be taken. In the absence of the actual device, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the product and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions are required. The newly added medical records were reviewed. The reported elevated cocr levels, and presence of a large pseudotumor, and soft tissue and muscle necrosis were observed intraoperatively during the revision of rt mom tha, which was in situ for 9 years. These intraoperative findings are consistent with findings associated with metal debris. The report of the patient having a ¿limited lumbar spine which affects his spinal pelvic motion and compounds the instability issues¿ and the cup orientation being ¿in more anteversion than ideal" cannot be ruled out as contributing factors of the subsequent multiple dislocations, which ultimately led to the 2nd revision. However, without x-ray images this cannot be confirmed. Therefore, the clinical root cause cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. Based on the available information we can confirm the reported complaint, however without further information our investigation remains inconclusive, and a definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the device or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Manufacturer narrative:
H3, h6: it was reported that right hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the r3 shell, r3 liner, hemi head, sleeve and stem was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the r3 shell, r3 liner, hemi head and stem. Similar complaints have been identified for the sleeve. However, as the device is no longer sold, no action is to be taken. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Review of the product's instructions for use found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The available medical documents were reviewed. The reported elevated cocr levels, and presence of a large pseudotumor, and soft tissue and muscle necrosis were observed intraoperatively during the revision of rt mom tha, which was in situ for 9 years. These intraoperative findings are consistent with findings associated with metal debris. However, the clinical root cause cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. No further clinical assessment is warranted at this time. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
Complaint reference: (B)(4).

Event description:
It was reported that a revision surgery was performed on the patients right hip on (B)(6) 2019 due to a painful metal-on-metal right total hip replacement with a large pseudotumor, there was a significant amount of periarticular necrosis of the soft tissue with approximately 50-75% compromise of the abductor muscles. The cup and the stem were retained.